Event description:
It is reported by sr. (B)(6) of the hospital that the ankle-clamp was broken. A replacement was available to complete the surgery with success.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. Medical records received and evaluation: not performed because no patient information was provided. In addition, it is believed patient factors did not contribute to the reported event. Device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other similar reported events for this lot ID. Conclusions: the investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. Ncr and CAPA were opened to perform a root cause investigation. Completed action description: the design review procedure was implemented in 2011 to provide requirements for rigorous design review of all new products. Create a dfmeca and a risk table to identify and mitigate all potential failure modes. Change the current material to a more appropriate material for the designed use. Design verification activities are complete and the results show that the failure mode identified within the nonconformance was addressed. Design verification consisted of tolerance analysis, static testing, and usability testing.

Event description:
It is reported by (B)(6) of the hospital that the ankle-clamp was broken. A replacement was available to complete the surgery with success.